Event description:
After the surview and plane scan were completed, the pt support moved all the way out and down without permission during planning of the contrast scan.

Manufacturer narrative:
The field service engineer (fse) found an error which lead to the unlock button on the gantry right side panel. This error occurred only once. The fse replaced the right control panel and the round foot pedal switch. Note: we have not completed our investigation of this event and therefore cannot complete sections this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).